Event description:
Brat 2 - machine used in surgical case in which pt arrested within minutes of receiving 250 ml autologous blood, processed in this machine. No malfunction or causes could be identified.